Event description:
The customer was performing antibody screen testing on the ortho provue analyzer with mts anti-igg gel card lot#052206001-27 and reported that a weakly positive reaction was falsely interpreted as negative.

Manufacturer narrative:
A review of photographic images taken at the time of the incident was performed. Gel card malfunction could not be identified with the info provided. Erroneous results were not reported as a result of this incident, as the results obtained on the provue did not agree with results obtained by another method (tube) or historical results. Gel card malfunction could not be identified. However, if this incident were to recur undetected; unknowing transfusion of antibody-containing plasma may lead to hemolytic transfusion reaction in susceptible pts. The likelihood of serious injury is thus not remote.